Manufacturer narrative:
Engineer's findings: 'unit set up and evaluated, upon inspection due to the poor level of packaging inside the shipping container the lcd screen was found to be cracked from side to side and so a new screen was required to meet repair criteria. Screw housing on the inner base that holds the power supply/pcb board mounting plate had split, a new inner base was fitted to resolve this. The necessary 22psi pressure inside the handpiece could not be attained, this was due to a faulty water regulator which has been replaced. Water tubing on the bulkhead wire harness was found to be very discoloured; a new wire harness was fitted to meet repair specification. Handpiece lead was blocked and this was the primary cause of the reported fault, high pressure air was blown through the lead but this did not resolve the issue, a new handpiece lead was supplied and tested to meet repair requirement. Footswitch fully charged and powered off for transit. Repair, calibration and functionality checks carried out, unit running ok.'

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a cavitron touch, 240v-UK, g1000 had the insert tips get hot during use. No injury.